Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, a lead fragment was received for analysis (approximately 54 cm length). The lead tip, the yoke and the connector pins were not returned. An extraction aid was found on the fragment. The analysis showed multiple abrasion marks along the lead fragment. In particular the insulation in the distal end region was found rubbed through. In this area the conductor cable leading to the rv shock coil was found fractured. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to high pacing impedance of 1800 ohms and an insulation breach. No adverse patient events reported. Should additional information become available, it will be added to this file.